Manufacturer narrative:
It was reported that the device was "leaking out of the port used for flushing". Due to this, the catheter was replaced. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Urine leaking out of port.